Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 100 to 118 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in an open vial. Test strip lot manufacturer's expiration date is 10/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: lo (B)(6) 2015 08:47 am; 2: 118mg/dl (B)(6) 2015 01:28 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 100 to 118 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings.verified storage of product is not within instructed specification since they are retained in an open vial. Test strip lot manufacturer's expiration date is 10/25/2017 and open vial date is 07/26/2015. Recall test results performed fasting from meter memory: 1: lo (B)(6) 2015 08:47 am, 2: 118mg/dl (B)(6) 2015 01:28 am. Adverse event not reported.